Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and selftest. No pump error 43 alarm during testing. Pump history was download successfully. However, verify pump error 43 alarm at the pump history file date and time: 03/29/2026 16:36:31.000 alarmalertnotification (40). Eventtype = 40. Sourceid = 128. Historyrecordlength = 29. Systemtime = 03/29/2026 16:36:31.000. Faultnumber: motordriveerror (43). Unit was cut/open and inspected and no found moisture damage at motor assembly. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: pump error 43 alarm confirmed due to problem isolated to the motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor). The customer reported no adverse event. The event involved product(s) mmt-1886. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device returned.